Manufacturer narrative:
.

Event description:
The pt experienced a loss of therapeutic effect, numbness, and a burning sensation. The implantable neurostimulator did not provide stimulation coverage to the pt's right leg. The lead had migrated as confirmed by x-ray/fluoroscopy. Multiple reprogramming efforts did not provide right leg coverage. The primary hcp suggested that the pt have a revision. The pt experienced a shocking/jolting sensation. The pt was fell to the floor, wasn't able to talk, and couldn't get up. The device 'went from 150 to 350'. The stimulator was turned off. The pt was at home and their status was reported as serious. The hcp was contacted and the pt was told to go to the emergency room. Approx 3 months later it was reported that the pt was shocked for 2 weeks. The device was shorted. The hcp recommended device explant due to lead damage. A follow-up report will be submitted if additional info becomes available. Please see MFR report # 6000153200704557. All further info regarding this event will be reported in the current MDR series.